Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with unknown medical condition. Five years eleven months and fifteen days post a filter deployment, it was alleged that the filter had perforated the inferior vena cava. Reportedly, the device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, a computed tomography of abdomen and pelvis with contrast was performed suspected fistula to retroperitoneum. The study showed the filter was present, with diagonal positioning with penetration of multiple struts beyond the confines of the inferior vena cava. Some of the struts abut loops of small bowel and others abutting the iliac arteries. Therefore, the investigation is confirmed for the reported perforation of ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2015). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with unknown medical condition. Five years eleven months and fifteen days post a filter deployment, it was alleged that the filter had perforated the inferior vena cava. Reportedly, the device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
Our firm received an FDA email correspondence on 06-aug-2024 from MDR data systems team, (B)(6), indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. **UDI related data quality updates only** d4: medical device expiration date- 2015-09-30. D4: UDI-(B)(4). G4: k240257, k160866, k143208, k130366.